Event description:
Medtronic received information regarding an imaging system being used prior to a spinal procedure. It was reported that during preparation for an operation, while the patient was in the operating room following induction of anesthesia and prior to the start of the operation, the image acquisition system (ias) generator did not become ready. After two reboots with no recovery, the operation was switched to another imaging system and the operation started. It was successfully completed. A visit for repair was made after the operation was completed on the same day. The phenomenon was observed at the time of the visit. Judging that the stand alone board was defective, kit stand alone and xrelay were replaced. After the replacement, normal operation was confirmed in the operation test and the work was completed. Medtronic imaging and navigation were aborted. There was no impact on patient outcome.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the kit stand alone and xrelay were replaced. The system passed all tests and was functioning as intended. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis confirmed the allegation. Visual inspection showed components r20, r21 and c13 were electrically overstressed. It was unable to be bench tested due to the overstressed components. The relay was not returned. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000447, serial/lot #: m1307sii rev. O, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.